Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. It was noted that the patient was experiencing stimulation in the wrong location. The patient was feeling stimulation in their thighs and sometimes in their ribs. The patient wanted the stimulation to cover their back and lower back pain. It was noted that the manufacturer representative at the implant could not get coverage in the patient¿s back and on (B)(6) 2010 another reprogramming session was tried and they were still unable to get coverage in the patient¿s back. The patient¿s status at the time of the report was ¿fair¿. It was further reported that the implantable neurostimulator (ins) was implanted in the right hip area and the patient was having pain in their left back, 3 inches from their spine, when the stimulation was on. It was noted that the pain lessened when the patient was sitting but it was still present. It was noted that the patient had tried adjusting their stimulation up and down but the pain did not change. The patient turned their stimulation off a day prior to the report and the pain had decreased significantly. The patient planned to leave the stimulation off for at least a day to rest the area where the pain was. The patient had an appointment with a manufacturer representative on (B)(6) 2010 for reprogramming. It was further reported that the patient was going to visit their doctor a day after the report. The patient had their device reprogrammed but was still having problems with their system. The patient was not feeling stimulation in their lower back. They were feeling stimulation in their left side but they were not getting pain relief. There had been no x-ray taken yet at the time of the report. It was noted that the patient wanted their device explanted. It was further reported that the patient was experiencing stimulation in their rib cage, upper front thigh, and groin. It was noted that the patient¿s trial was good. The patient had tried over 30 programs without success. It was noted that the patient still wanted their device explanted but the doctor was not willing to explant at the time of the report. It was further reported that reprogramming had been done twice since (B)(6) 2010 but paresthesia in the desired area had not been successful. The impedances were normal. It was noted that the patient was trying some different programs at the time of the report. It was further reported that the patient had many problems with their back. It was noted that the patient used to be able to walk around for 8 minutes but now it was only about 5 minutes without sitting down. It was noted that the patient¿s spinal cord stimulator (scs) trial worked wonderfully for 2 or 3 days so the patient got the full implant. When the patient got the permanent implant ¿apparently they did not get it in the right area¿ so the device never worked for the patient. It was noted that the patient was implanted in 2010 and then 7 to 8 months after implant the patient had the device removed since it never worked for the patient. It was noted that all components of the scs system were completely removed. It was noted that the patient could not walk around very far without a cane or some other sort of assistance like a shopping cart when at stores. The patient noted that if they were to walk around on their own for 30 minutes they would be on the floor.